Event description:
It was reported that the patient underwent a total abdominal hysterectomy and wedge resection of right ovary in 08/1994 for fibroids and persistent uterine bleeding. The patient had a low-grade fever following the surgery (99.3f), and a fever of 100.8f on 08/15/1994. She was discharged on antibiotics (ciproflovacin) on 08/17/1994, the wound was healing. Eight weeks later, the patient was diagnosed with a vesicovaginal fistula, which caused her urinary spasms, incontinence and pain. She underwent a transvaginal repair surgery in 11/1994. She has continued to have complications, and has had multiple cyctoscopies, transvaginal repair of the fistula in 11/1994 and on 06/1995, exploratory, excision of vesicovaginal fistula, right oophorectomy and cystomy on 09/1996; urostomy, ileal loop divorsion in 4/1997, total cystotomy in 03/1999, and multiple procedures for pain control.